Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, a review of the device history indicated that the replacement batteries used had low voltage. No damage was observed to the pump battery compartment or cap; the battery cap fully secured to the pump. All battery cap measurements and current readings were within specifications. The battery cap was turned one full turn without a power loss. The pump case was opened and no defects were found to the power circuit. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(4) 2013.